Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to information received from field service engineer, the reported problem was solved by cleaning the membrane in the expiratory cassette. No parts were replaced. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure is pre-use check related and will not occur during ventilation.

Event description:
Manufacturer's ref #: (B)(4).